Event description:
The ventilator was connected to the pt. The customer reports that the ventilator did not alarm with a low expired minute volume alarm when the ventilator became disconnected from the pt.